Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the trip lever was out of position, the instrument¿s trigger was received partially applied, and the clip counter was no longer active. No visual abnormalities were observed with the instrument. Functional testing found that the instrument was cycled but the clip did not load and the pusher bar was not loading a clip. The handle was manually put in its home position to fire the instrument and during the first fire the clip did not came out. The pusher bar did not advance to pick up the clips but the ratchet system worked appropriately. In addition, the device received was dismantled in order to inspect inner components and it was observed that the pistol was properly assembled. There was also a slight difference on the position of the trip lever against the spring. It was reported that the instrument had less than the expected amount of clips. The reported issue was confirmed. The most likely root cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. A review of the device history records found potentially contributing factors from the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, there were no clips in the device. Another device was used to complete the case. There was no patient injury.